Manufacturer narrative:
The explanted lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead had dislodged and was replaced in (B)(6) 2009. Most recently, the patient called and stated that she was unable to pay the medical bills associated with that procedure and she was very upset.